Manufacturer narrative:
Evaluation: no product, only a video was provided to assist in this investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indication for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The complaint information and videos were reviewed. The characteristics of the endoleak indicate that the endoleak is located just below the contralateral junction. Without additional imaging and additional information (pre and post op imaging, cts) it is difficult to determine the cause of the endoleak. It is likely that there is insufficient sealing between the two modular components, possibly due to infolding of one or both components. The imaging shows that the leg was deployed accurately with no remarkable under or oversizing of the grafts. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
The evar was performed with normal 3 pieces flex zt system were used. The sequence was tffb (main body) was inserted from patient left size and deployed. Due to the sudden change of plan and not appropriate iliac leg available at contralateral side at real time, the black trigger wire, top suprarenal stent and ipsilateral limb of main body were deployed first, followed by removal of white trigger wire, docking of top cap, and then ipsilateral leg (tfle) was deployed. After around half an hour the contralateral leg (tfle) arrived and then deployed at contralateral side. After coda balloon inflation of appropriate sites, the angiography showed endoleak just underneath the tick of contralateral limb (video 1). Repeated balloon inflation at contralateral limb had no improvement. Then the doctor suspected there are two reasons: there was a hole at the proximal contralateral leg; there is a gap between contralateral limb and proximal part of contralateral leg so contrast flow towards the gap and leak from the end of contralateral limb. To eliminate the reason 1, another contralateral leg (tfle) was deployed inside the previous tfle and followed by balloon inflation. However, the endoleak persisted. The doctor then found another manufacturer's stent 37mm in length with range of 14 to 25mm in diameter. It was mounted on another manufacturer's balloon 12mm diameter. The stent was delivered at the level of contralateral limb. Under the pressure of 12 atp, the balloon was deployed with diameter 13.5mm (the specification sheet on the package of balloon) and so was the stent. The angiography showed no endoleak was found from the contralateral limb (video 3). The doctor hopes to check whether the contralateral limb of main body is oversized in diameter or the proximal part of contralateral leg is undersized in diameter. He suspected it occurs in lot specific situations since such problem never happened before. No adverse effect to patient reported.